Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while in use on patient, the cardiosave intra-aortic balloon pump (iabp) touch screen went blank and is not working.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. Raised 3 gfe but no information was received. The investigation shall be closed, if any additional information received, the complaint will be reopen and updated it. H3 other text : no repair information.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed this machine had the same issue reported in april of 2023 and the video generator pcb was replaced. The course of action this time was to replace the executive processor pcb. Performed a full pm. Machine passes all tests and the complaint cannot be duplicated, and no alarms show an event in the logs. Returned machine to the customer for clinical use. Good faith effort (gfe) was raised to get repair details about helium transducer issue but no response was received. The investigation shall be closed now. If any additional information received about helium transducer issue, the complaint will be reopened and updated it.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a